Event description:
Two years s/p total hip replacement with mom. Complain of pain. Workup shows elevated cobalt and chromium ions of a moderate degree. No other evidence of problems with the prosthesis, nor with any other organ system or lab test.